Event description:
Patient in or for exploratory laparoscopy was induced and intubated after anesthesia machine was checked and found to be in functioning order pre-operatively. When patient being switched to mechanical ventilation prior to start of surgery, anesthesia machine bellows not moving up and down and device failed to switch from manual mode to ventilator mode. Patient continued to be manually ventilated and failed anesthesia machine was immediately replaced with another from the endoscopy suite. The failed anesthesia machine was removed from service and bio-medical engineering was notified. There was no adverse impact on the patient. The maintenance vendor found the vent selector switch to be inoperative and the malfunctioned switch was replaced and the anesthesia machine was returned to service.